Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power indicator of front control panel did not illuminate. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: pump head failure due to normal wear and tear, defective power indicator of front panel which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump's pump did not rotate. The issue occurred during a therapeutic procedure. The procedure was completed using the same device. There was no report of patient harm.